Manufacturer narrative:
This report is being filed as a final report. While troubleshooting with customer service, it was disclosed by the customer that her healthcare provider had given her incompatible test strips (freestyle classic) to use with her freestyle freedom lite blood glucose meter. No investigation will be undertaken as customer did not use device according to label copy.

Event description:
Customer reported that on (B) (6) 2010 she felt sleepy, tired and could not function. It was further reported she went into a "deep sleep", which she believed was a loss of consciousness. Upon awakening, she attempted to check her glucose with her freestyle freedom lite blood glucose meter, but the meter would not work. No third-party emergent medical intervention was reported. Customer denied self-treating. There was no report of death or permanent injury associated with this event.